Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd safe-clip¿ needle clipping & storage device has needle clipping error and does not cut the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) bd blue/black safe-clip with the safe clip from lot # 5208371. Customer states that the cutter of the needles is not working. Returned safe clip was examined under microscope and observed to have the cutting hole blocked with needles. Needles were not able to be cut using the received safe clip. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as a manufacturing issue. Investigation conclusion: the most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. In this particular case, the device has been performing as expected (cutting and storing cannula), the holder for the device is full and it should now be discarded. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: yes .

Event description:
It was reported that a bd safe-clip¿ needle clipping & storage device has needle clipping error and does not cut the needle. There was no report of exposure, serious injury or medical intervention.